Event description:
It was reported that the patient was presented to the hospital for the elective generator changes procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance. The physician believed that the insulation issue was due to low impedance and the lead being old. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.